Event description:
Customer hospitalized due to low blood glucose. Customer stated that a month ago he had connected to his set and ran a manual prime and gave himself a lot of insulin. Customer stated that he realized he gave himself a lot of insulin and then treated for it. He stated that he did wind up in the hosp at the time, and did realize it was his fault that he was connected. He stated that this was a month back. Instructed customer to always remain disconnected while running a prime and rewinding pump.